Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was not able to connect an infusion set and ended up in the hosp in (B)(6) 2010. The customer stated that his blood glucose reading was over 1000mg/dl. The customer stated that he was in coma and he is unsure how long it took him to wake up. The customer does not remember for how long he was in the hosp. The customer stated that he was using earlier the bolus wizard and the device alarmed no delivery. The customer stated that he changed his infusion set, but never finished his bolus. Advised the customer to use a manual injection. Then the customer called back and stated that his glucose reading was at 351 mg/dl, and he was feeling sick. Advised the customer to seek medical assistance since his blood glucose is still high. The customer stated that he wants to try other infusion set. No further info was provided.